Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user had inaccurate reference.

Event description:
Customer complains of high results. Customer states that she does not feel well but does not require medical attention the customer's expected blood results are 130-131mg/dl fasting. Verified the strips expired 11/30/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 177mg/dl and 156mg/dl fasting. (B)(6). Customer is concerned with all results reviewed from the memory. Customer stated that at the time of testing she did not feel well and had symptoms of high blood sugar but does not require medical attention now, however, customer did seek medical attention prior to today. Customer was not specific of the symptoms she was experiencing, only that they were symptoms of high blood sugar.